Event description:
It was reported, the patient died unexpectedly due to unknown causes. The drug in the pump was lioresal 400 mcg/day at a concentration of "2000". Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis of the pump revealed no anomalies. The pump dispensed normally with normal device function. Final device analysis of the catheter revealed an occlusion. Had to cut catheter apart into 3 pieces. The piece with the sc connector (12.2 cm) was still occluded, appeared to be dried fluid. The other two pieces (13.7 cm) and (32.2cm) were patent. A pump connector anomaly was found. Indentation down in the cup of the sc connector was found. Also note some finger damage. Conclusion: pump connector anomaly - indentation at sc connector. Reason for late MDR due to implementation of process improvement.